Event description:
The pt experienced a "zapping sensation around pump" when interrogated. This happened "each time it was interrogated and now occurs every few days whether the pump is interrogated or not." A MFR's rep interrogated the device on (B)(6) 2010 and noted that the pt "did appear to jump several times during interrogation and this stopped once interrogation completed." The medications being delivered via the device system were dilaudid and ropivacaine. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).